Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced odynophagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Uneventful device implant and hiatal hernia repair on (B)(6) 2016. Uneventful device explant on (B)(6) 2016. Linx device was found in correct position/geometry at the time of explant. Patient reported as exhibiting no pain after device removal.

Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced odynophagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Uneventful device implant and hiatal hernia repair on (B)(6) 2016. Uneventful device explant on (B)(6) 2016. Linx device was found in correct position/geometry at the time of explant. Patient reported as exhibiting no pain after device removal.

Manufacturer narrative:
Included device information. Included device manufacture date. New event problem and evaluation codes. Included method code 3331. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced odynophagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Uneventful device implant and hiatal hernia repair on (B)(6) 2016. Uneventful device explant on (B)(6) 2016. Linx device was found in correct position/geometry at the time of explant. Patient reported as exhibiting no pain after device removal.